Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2019 with the following findings: during investigation, the keypad was cut and torn at the ok keypad button. All keypad buttons were responsive to user input. The keypad was removed, and no evidence of contamination was found on the button contacts. The alleged keypad button issue was unable to be duplicated during testing. Unrelated to the original complaint, the display was dim, and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.